Manufacturer narrative:
(B)(4).

Event description:
According to the initial reporter, "in the attempt to try and place an ivc filter in the inferior vena cava we sheathed the filter and the filter would not deploy. After at least 3 attempts, we then retrieved the filter back in the sheath but not completely. The filter would not come into the sheath past the half way mark. After resheathing the ivc filter then removing the sheath out of the patient, the physician experienced difficulty in the total removal of the device and was unable to completely remove the filter. The filter became stuck in the femoral vein. Patient was taken to the or and the device was surgically removed."